Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of one small volume folfusor ruptured. This was identified during fill. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: april 16, 2018 - april 17, 2018. The device evaluation was completed. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.